Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation. The event was not duplicated during testing for either device; however, the devices were found to be out of specification. One device was found to affected by corrosion. One device was found to be affected by damage to the electrical system. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device ran without user activation. One reported event had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.